Event description:
It was reported that nurse noticed air bubbles in the tubing, but the large volume pump module did not alarm on (B)(6) 2026, at 6:40pm. There was patient involvement but no harm. The customer provided the following additional information on 29 april 2026. Around 18:40, the patient was walking in the hallway with pt staff when rn was alerted that the IV line contained bubbles. The rn confirmed multiple small bubbles infusing through the IV pump, which showed a green light and no ¿air in line¿ alarm. The infusion was immediately stopped and the patient disconnected. Pt reported the bubbles were already present when they arrived at ~18:30. The patient had not noticed any bubbles or heard alarms beforehand. At 18:43, the rn notified the physician and received new orders. It was unclear when the bubbles began, though earlier checks at ~17:05 and 17:40 showed no issue. Leadership was notified, and the pump was taken to the nursing station. By 18:50, the patient was placed on telemetry and educated on the situation. The patient acknowledged understanding, and the call light was verified functional. At 19:00, bedside handoff was completed with the night rn, including a baseline neuro assessment. The call light was rechecked and confirmed working.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.